Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. A visual inspection revealed that only the seal and tension spring were returned. The seal was completely unraveled and very bloody. One piece of the seal was received separate (about 1 cm in length). Based upon the received condition of the device, the reported complaint "seal broke" was confirmed. The cause of this failure can be potentially attributed to user error. This may have occurred when the surgeon was cutting one end of the tether and accidently cut the portion of the heartstring seal. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal broke when it was being removed from the aorta. The reporter clarified that there was a dissection around the suture area of the aorta, the surgeon "finalized well technically" by using a clamp to complete the procedure without any injury to the pt and no other pt effects reported. Due to internal changes by the third party, the event was not reported to maquet for several months after the event took place. The product was returned.